Event description:
Tip fell off into pt. Item was retrieved. Additionally, account stated the physician was doing a lap cole when the tip fell of inside the pt. The physician got another instrument and removed the tip and finished the case without further incident.